Event description:
It was reported that the customer was hospitalized for dka. Bgs were not treated with manual injections at all and the customer continued to bolus for their bgs. The customer changed the set and then disconnected to play sports. The customer was sick and hospitalized. The contact stated that the customer does not have manual injections. Explained the importance of having a back up plan and to follow the two high bg rule. Also it was mentioned that the set was removed had signs of blood in the tubing. The spouse indicated that the pt was rushed when doing the set change. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. However, the time clock was ten minutes slow. Assisted with resetting the time clock. Instructed the customer to call for further assistance is needed.